Manufacturer narrative:
Zimvie complaint number: (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D6a: implant placement date unknown/not provided. D6b: explant date unknown/not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a fracture at the rim of both implants at tooth sites #19 and #20. The implants were removed.